Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the missing guide pin could not be determined. It is possible that the missing guide pin was caused by the user of excessive force by the user. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No further details regarding the reported event was provided by the customer. The device history records for the affected serial number was reviewed without showing any non-conformities or deviations regarding the described issue. The referenced device was returned, and the evaluation confirmed the customer¿s reported problem. The connector pin at the main body of the device is missing. The inspection of the device also noted the image displayed is dark, light guide bundle breakage and the serial number is fading. The investigation is still in progress; therefore, the cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The field service engineer was informed by the biomedical engineer at the user facility that during preparation for use of a bronchoscopy procedure, the connector pin was found missing from the oes elite, high definition autoclavable telescope. No death or injury was reported.